Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn-cap y needle disengagement was difficult. Nurses open the packaging, the indwelling needle intact, the patient is a 10-year-old child, puncture, see the blood, lower the angle and then into the needle, found that the resistance is greater, the process did not back the needle core, in the case of resistance is found to be greater, will be pulling out the indwelling needle, that is, there is a picture of the situation, the tip of the needle from the hose next to the here and now, there is a split, the needle is invalidated, and the family to do the explanation of the work of communication.

Event description:
No additional information provided.

Manufacturer narrative:
1. Complaint description: needle through catheter tubing. 2. DHR/bhr review: according to product code 383912 and batch number 3219357, the relevant production information for this batch cannot be found; 3. The customer did not return samples and only provided 2 photos of the defective samples; it can be seen from the photos that the product has been used, the needle through the catheter and punctured the catheter; 4.according to product code 383912 and batch number 3219357, the relevant production information for this batch cannot be found, can not perform retain sample inspection; cause analysis: (1)this product is produced on automatic line, and there is a visual camera on the zone6 line that performs 100% detection of product lie distance and catheter spear. Products with abnormalities will be removed; (2)according to the customer complaint description, the nurse opened the packaging and found that the product was intact, indicating that there were no abnormalities before use; (3)according to the known product usage information, it was found that after the puncture showed blood return, the angle was lowered and the needle was inserted again. However, it was found that there was resistance, and the needle punctured the catheter after being pulled out. Therefore, it is suspected that there was a regression phenomenon during the puncture process and a second puncture, resulting in the needle puncturing the catheter. In summary, according to the sample photos provided by the customer, it was found that the needle punctured the catheter, possibly due to a regression phenomenon and secondary puncture during the puncture process, resulting in the needle puncturing the catheter. Therefore, the complaint cannot be confirmed to be related to product quality. H3 other text : see narrative.